Event description:
It was reported that the patient has been experiencing difficulty with his ipg not holding the charge as long as it used to. It was also mentioned that the patient has been experiencing muscle spasms at the arms. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.